Event description:
It was reported that a malfunction occurred on the pump, specifically with a malf 12 code. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on resetting the pump and successfully reset it without a recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if any issues reoccur.